Event description:
It was reported one of patient's leads had migrated from its original position at t8. The issue was confirmed via x-rays. Patient was no longer getting effective therapy. As such, surgical intervention was undertaken wherein the lead was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.